Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a follow up, upon interrogation the programmer indicated the diagnostics were invalid. The clinician cleared the session and re-interrogated the device and normal function ensued.